Event description:
Customer alleges potential false negative hcg results using the supply experts hcg urine - cassette. Patient self tested at home using an unknown over the counter (otc) kit and received a positive result. Result in office using the supply experts hcg urine - cassette was negative. Quantitative blood result on patient was 115 miu/ml. The testing time was after 10 am. The physician diagnosed the patient as pregnant by clinical and ultrasound. Kit storage: room temp. External control: normal. Procedure: verified by tss. Other patient results: normal as expected. There as no reported adverse event. No additional information was provided.

Manufacturer narrative:
Investigation pending.